Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a short battery life observed in the black box history. Current electrical draws were within specifications. The battery cap was able to fully tight and the battery compartment was intact. The pump case was removed and there was no moisture or loose components found internally. Unrelated to the original complaint, the pump powered on to a dim and discolored display.